Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device entered backup vvi mode. The device was explanted and replaced. The patient¿s condition is fine after the event.